Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Cause of elevated bg was unknown. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.